Manufacturer narrative:
The nellcor puritan bennett customer support engineer (cse) inspected the device and upgraded the software to the current level. The unit passed extended self testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.